Manufacturer narrative:
On (B)(6) 2022 - the consumer discarded the product and did not accept a replacement. The consumer contacted our customer service department to make us aware.

Event description:
On (B)(6) 2022 - the consumer claims the product shattered. Injuries did not occur. The consumer discarded the product. The consumer did not request a replacement and only wanted to inform our cs team of the incident.